Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: " precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use a. To attach needle to syringe step 1: remove tip cap hold syringe and pull tip cap off the syringe as shown in figure a. Step 2: insert needle hold the syringe body and firmly insert the hub of the needle (provided in the juvéderm® package) into the luer-lok® end of the syringe. Step 3: tighten the needle tighten the needle by turning it firmly in a clockwise direction (see figure b) until it is seated in the proper position as shown in figure c. Note: if the position of the needle cap is as shown in figure d, it is not attached correctly. Continue to tighten until the needle is seated in the proper position. Step 4: remove the needle cap hold the syringe body in one hand and the needle cap in the other. Without twisting, pull in opposite directions to remove the needle cap as shown in figure e. Health care professional instructions 1. Juvéderm® ultra xc injectable gel is a highly crosslinked smooth gel formulation that can be injected using a fine gauge (e.g., 30-g) needle for more versatility in contouring and volumizing of facial wrinkles and folds and lips."

Event description:
Healthcare professional reported 2 syringes of juvéderm® ultra xc "cracked while applying." Patient contact did occur; no injuries occurred to any party. A cannula (not from the package) was used.